Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not charge the pump and subsequently the pump shutdown due to insufficient power. The customer's blood glucose (bg) level was impacted (381 mg/dl). A manual injection was delivered to correct elevated bg level. The customer was able to connect the pump to a power source and turn the pump back on. Prior to reloading the cartridge the customer added more insulin to an already used cartridge. After attempting to load the cartridge the pump requested a minimum of 50 units. The customer then added more insulin (over 300 units total) to the cartridge and stated the cartridge began to leak. Recommendation was made by tandem technical support to load a new cartridge. The customer was able to successfully load a new cartridge and resume insulin delivery.